Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty power supply. However, the specific cause of the faulty power supply was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset visera 4k uhd camera control unit tripped after start-up. There was no procedural involvement associated with this event therefore there was no delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned as part of the asset return process, and the customer¿s allegation of tripped after start-up was confirmed which was caused by a faulty power unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.